Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the delivery device met significant resistance during the insertion of the first side of the implant and the delivery device tip bent. It was reported that the physician likely encountered bone. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The reported weight of the patient was estimated to be (B)(6).

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the delivery device met significant resistance during the insertion of the first side of the implant and the delivery device tip bent. It was reported that the physician likely encountered bone. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed that the shaft tip was bent approximately 30 degrees. The mesh assembly was not returned. An evaluation of all available information concluded that the device was not used in accordance to the directions for use. The dfu warns not to proceed if excessive resistance is encountered.